Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Insert would not lock into baseplate after repeated tries.

Manufacturer narrative:
Corrected data: the device was returned an event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the insert was returned without the locking wire. The device shows some scratches and explantation damages on the anterior side and it was fractured from posterior side. Further "examination of the returned device with material analysis engineer indicated explanation damage noted. Locking wire not returned." -medical records received and evaluation: not performed as the reported component was not implanted. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. The reported event describes an issue with an insert while attempting to seat the insert on the baseplate. Based on the visual inspection of the returned component it is concluded that the device shows some scratches and explantation damages on the anterior side and it was fractured from posterior side. Further consultation of the returned device with material analysis engineer indicated explanation damage noted. Locking wire not returned. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Insert would not lock into baseplate after repeated tries.